Event description:
It was reported that the disposable cassette caused the pump to exhibit an alarm with no error message displayed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information and protocol number are unknown. No product information has been provided to date. Operator of device: patient/consumer. If initial reporter also sent report to FDA was unknown. No information has been provided to date.